Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the workstation failed to boot up. There is no report of death or serious injury associated with the event.